Event description:
The patient reported the surgeon implanted a visian icl implantable collamer lens in his left eye (os). The patient reported having lost vision due to the development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.